Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient needed help with their device because the pump was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.